Manufacturer narrative:
On 07/10/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a defective valve on a breast implant. During evaluation of the sample it was noted a tear in the anterior view near to the valve, measuring approximately 1.9 cm. Microscopic examination was performed, and no indications of instrument damage was found. No other anomalies were discovered. The integrity of the shell near to the valve was compromised due the rupture and is not possible determine if the valve was a defective. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a second investigation was performed on the suspect medical device. Device evaluation summary: according with the information reported, when the scrub nurse attempted to place the fill valve tubing the valve broke off into the implant itself. The product was returned, and during visual evaluation no apparent damage was found in the valve. However, a tear near to the union between valve and shell, measuring approximately 1.9 cm was observed. Microscopic examination was performed, and the cause of the rupture could not be identified. Additionally, a part of the sample near to the area of missing material was analyzed by the scanning electron microscopy (sem) and no evidence of instrument damage was observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. There are inspections at various stages of the manufacturing and packaging process to evaluate for manufacturing, assembly or other types of defects. Since, these types of inspections are human based have an opportunity for an item to not be detected. No similar complaints have been reported for this lot number. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/01/2019, mentor received additional information about the event. The suspect medical device was on a back table at the time of surgery when a nurse attempted to place the fill valve tubing on the fill valve and the entire valve broke off into the implant. There was no procedural delay and no adverse event to the patient. On 04/03/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient was scheduled to undergo a primary breast augmentation procedure with a mentor smooth round moderate profile 475cc saline breast prosthesis when it was observed pre-implantation that there was a crack in the valve area. The device had no contact with the patient. The procedure was later completed with another mentor smooth round moderate profile 475cc saline breast prosthesis.